Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will returned for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to alarm. Motor passed motor test. Pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and broken belt clip slot.